Event description:
The customer states a sample with known anti-c was negative on the ortho provue but positive in manual gel. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer arrived on site and inspected all parts in the provue handler. The fe replaced the cracked wash station and syringe. The fe tested the rinse and priming function. All tested ok. The customer ran qc/control and passed. Repairs have returned this instrument to expected operation. (B)(4).